Event description:
It has been reported to philips that fluoroscopy was not available intermittently.the issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the customer was performing a diagnosis procedure for coronary angiographies (cag). Due to the fluoroscopy issue, the procedure was aborted and completed by using another system. A remote service engineer (rse) suspected that the small focus was defective in the x-ray tube. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. The field service engineer found that the system was hanging. Troubleshooting actions of re-loading the ghost software and reseating all the connections in the m-cabinet were completed, but the issue persisted. The field service engineer (fse) then reloaded the software from scratch and carried out necessary configurations and adjustments. Analysis of the log file confirmed that ¿x-ray was not possible¿, starting at 00:26:55. The malfunction was confirmed, however, the root cause was unknown. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.